Manufacturer narrative:
The t:slim pump user guide states that the bolus history shows the bolus request, the bolus start time, and the bolus completion time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not evaluated.

Event description:
It was reported that an incomplete bolus alert was received. The customer then delivered another 6 unit bolus, as the customer assumed that the prior bolus had not been completed and did not check the bolus history. During troubleshooting with tandem technical support, review of pump data confirmed that two bolus deliveries had been completed. At the time of the call, the customer's blood glucose (bg) level was in target range. The customer consumed glucose tablets and sugar. Follow up with the customer several hours later, confirmed that the customer's bg was at target level.